Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a coil broke off from a guide wire. The physician was treating a 70% stenosed lesion located in the mildly tortuous and severely calcified proximal circumflex (cx) artery. The physician was advancing a 185cm pt2 guide wire to the lesion against significant resistance. As the physician was attempting to cross the lesion, a coil broke off near the distal tip of the wire and remained in the cx. The body of the guide wire remained intact and was removed from the patient. The coil was not retrieved, however, a bare metal stent was implanted over the coil to prevent it from embolizing. The procedure was completed with the use of another pt2 guide wire. There were no further patient complications. The patient is listed as "stable". The physician believes the calcified lesion caused the coil to break from the guide wire.

Manufacturer narrative:
Device available for evaluation, device evaluated by manufacturer: device evaluated by manufacturer:the complaint device was returned for analysis with 1cm of poly missing 1cm from the tip. The corewire is exposed at this location. A fracture was not found to the tip of the device . No other defects were noticed to the device. The outer diameter (od) met specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4)

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a coil broke off from a guide wire. The physician was treating a 70% stenosed lesion located in the mildly tortuous and severely calcified proximal circumflex (cx) artery. The physician was advancing a 185cm pt2 guide wire to the lesion against significant resistance. As the physician was attempting to cross the lesion, a coil broke off near the distal tip of the wire and remained in the cx. The body of the guide wire remained intact and was removed from the pt. The coil was not retrieved, however, a bare metal stent was implanted over the coil to prevent it from embolizing. The procedure was completed with the use of another pt2 guide wire. There were no further pt complications. The pt is listed as "stable". The physician believes the calcified lesion caused the coil to break from the guide wire.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.